Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The absorber panel was replaced, and the unit was returned to service. No report of patient involvement. Date of device manufacture year is 2005. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported a failure of the bag/vent switch to operate as expected. There is no report of patient involvement.

Manufacturer narrative:
Additional information was received that failure to identify the unit is in manual mode is an electronic issue that does not affect the ability to manually ventilate. There is no loss of ability to switch ventilation modes. A preuse check of the machine, as contained in the user manual, will pick up such a condition. As stated in the service record, the preuse test failed, notifying the user of the reported condition. Unit continues to ventilate and alarms remain functional. Therefore, the initial MDR was not reportable.